Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to a lead alert for sensing integrity counter. The pacing lead exhibited noise over-sensing and lead fracture was suspected. The pacing lead was reprogrammed and remains in patient. No patient complications have been reported as a result of this event.